Event description:
The customer reported the system would not display images on the monitor cart. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the connectors for the power cable and the monitor cart. System operates as intended.